Manufacturer narrative:
1. Customer is claiming false negative for covid-19, has not indicated that he had a pcr confirmation of his covid. 2. No purchased information provided, unable to determine if the product used by the customer is an authentic product, and no lot number was provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: using your covid - 19 antigen rapid test I have tested false negative, what does this mean, do I still have covid or not.